Event description:
Affiliate reported that when the patient turned himself in bed, the ventricular catheter disconnected from the external drainage system.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed. Device not returned.

Manufacturer narrative:
Upon completion of the investigation it was noted that when the device was returned the device had a piece of tape on it from the hospital. During the evaluation the tape was removed. There was a glue substance around the tubing and needleless port. These devices are 100% blockage and leak tested. It might be possible that the root cause for the problem reported by the customer was due to the patient turning himself in bed, which ultimately caused the breakage. This however, could not be confirmed. A review of the device history records could not be performed as the lot number was not provided. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.